Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler did not fire. There was a malfunction of the product making the tri-staple purge charge "do not gramphen" when connecting to the electric stapler. The surgeon was able to press the green button. They replaced the load to resolve the issue in order to complete the case. There was no patient injury.